Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was confirmed. The device evaluation revealed dented, bent, and loose outer tube, minor stains under cover glass, cracked video connector, and light transmission failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the complaint was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the scope displayed a side ways image and the orientation was off. The issue occurred during preparation for use. No other devices were connected to the subject device when the failure occurred suspected to contribute to the failure. The intended procedure was completed with a similar device. There was no patient involvement.

Event description:
It was reported, the scope displayed a side ways image and the orientation was off. The issue occurred during preparation for use. No other devices were connected to the subject device when the failure occurred suspected to contribute to the failure. The intended procedure was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.